Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure 1001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, functional stress testing, and self-check testing using test accessories without duplicating the report. The log was cleared prior to being received for evaluation. The device was recertified and returned to the customer. No accessories were returned for evaluation. No trend is associated with reports of this type.